Event description:
Report received of an underdelivery of desferal in the homecare setting. The desferal concentration was 5grams/100ml, (50mg/ml). The pump was programmed to deliver 100ml at a rate of 9.5ml/hr in the continuous mode. The pt received the infusion three times a week. It was reported that sometime during the night, the desferal stopped infusing. The pt was unaware if the pump alarmed. The pt discovered the under-delivery, at the time the solution was expected to have been completed. It was reported that approximately half of the solution had infused. The homecare pt's nurse called the pharmacy and reported the under-delivery. The nurse stated to the pharmacist that the pt would wait until their next scheduled dose of desferal was due for the pump replacement. The pt did not experience any adverse effects.though requested, no further information was avialable.